Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a detached upper jaw of the suture catcher. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated, the upper jaw suture capture is detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a shoulder procedure, the firstpass mini left's lower portion fell off. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.